Event description:
Type of procedure performed: laparoscopic cholecystectomy hospital: [name] surgeon push the thumb ring forward to deploy the bag but a green plastic part falls out from this device. Surgeon has removed this part. Please consult with attached photos. They use this device to completed the surgery. Customer took apart this used cd001 and a brand-new device to check the detail. They confirm that the green part is redundant. Customer request us to return all of cd001 under gs division. Photos have been provided product is available for return. Additional information received via email on 14apr2021 from [name]: hospital asked our distributor if we could expedite the evaluation of the cer submitted. Patient status: fine type of intervention: they use this device to complete the surgery.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the cord loop and tissue bag. Visual inspection of the returned unit confirmed the presence of two pawls. The pawl on the handle was slightly deformed, while the extra pawl had no non-conformances. Based on the evaluation of the returned unit, the extra pawl was introduced to the device during the assembly process. However, the exact sequence of events that led to the extra pawl being assembled into the event unit is unknown.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up will be provided upon completion of the investigation.

Event description:
Type of procedure performed: laparoscopic cholecystectomy. Hospital: [name]. Surgeon push the thumb ring forward to deploy the bag but a green plastic part falls out from this device. Surgeon has removed this part. Please consult with attached photos. They use this device to completed the surgery. Customer took apart this used cd001 and a brand-new device to check the detail. They confirm that the green part is redundant. Customer request us to return all of cd001 under gs division. Photos have been provided. Product is available for return. Patient status: fine. Type of intervention: they use this device to complete the surgery.